Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was not found out of specification in relation to the reported undetected upstream occlusion issue. No cause was able to be determined and no parts were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm for upstream occlusion during therapy of heparin (dose, volume, and rate unknown). The pump reportedly failed to alarm when the clamp was engaged above the pump chamber. The pump was indicating a volume infused even thought it was not infusing. There was no known patient injury or medical intervention associated with this event. No additional information is available.